Event description:
The customer reported that the system displayed a filament regulator error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The filament driver board was replaced and the filaments were calibrated. The system was tested and operates as intended.